Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms. There was noise and oversensing on the rv channel. The device was reprogrammed to monitor only, as this device was originally implanted as secondary prevention. The device remains in service. No adverse patient effects were reported.